Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3012447612-2021-00440.

Event description:
It was reported the tips of two screw drivers were found to be stripped during a routine inspection. No patient or surgical information in available. This is report two of two for this event.

Event description:
It was reported the tips of two screw drivers were found to be stripped during a routine inspection. No patient or surgical information in available.this is report two of two for this event.

Manufacturer narrative:
Device evaluation: despite very minimal cosmetic damage, functional testing on the vitality screwdrivers revealed that their threads were unable to properly mate with the tulip head of the screw (tested using part 07.02020.075 lot t09180). Potential cause root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review per DHR reviews, the parts were likely conforming when they left zimvie control. Device use these devices are used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.